Event description:
The surgeon was in the process of removing an intramedullary(im) tibial nail, thought to be per doctor request. This nail had been in the patient for very long period of time. During the removal process the extractor which is used to remove im nail cracked, broke and a piece of this equipment was not retrievable from the nail in the tibia. The doctor was aware and opted to continue with the procedure leaving broken fragment in the nail in the patient. Removing the nail would cause more harm to patient than leaving where it broke.======================manufacturer response for universal extraction, winquist iii universal nail extractor (per site reporter).======================waiting to hear back from them.